Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
During unpacking of a angiojet® zelantedvt¿ catheter, it was reported that the inner sterile package was not sealed. The device was not used in a procedure. As there was no contact with the patient, no complications were reported.